Event description:
Plaintiff was implanted with a miniarc transvaginal synthetic mesh system. The implant date was not reported. It was alleged by the plaintiff's attorney that, after, and as a result of the implantation of mesh, plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain and suffering, erosion of their internal bodily tissue, dyspareunia, painful scarring, and additional surgery. It was further alleged that plaintiff has suffered significant harm and bodily impairment resulting permanent physical deficits, and other sequela likely to continue manifesting in the future, and has suffered injuries from mesh erosion, hardening, chronic pain, and worsening urination. Also alleged was that plaintiff has required and will continue to require healthcare and services; has suffered and will continue to suffer great embarrassment and humiliation, mental anguish, diminished capacity for the enjoyment of life, a diminished quality of life, and other such damages.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.